Manufacturer narrative:
Analysis cannot be performed as no lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced symptoms of pain, tearing, and decreased vision in the right (od) eye. The patient was diagnosed with a centrally located corneal ulcer. The patient temporarily discontinued lens use for two weeks and was treated with tobramycin. As of (B)(6) 2018, the incident is fully resolved with no permanent injury or impairment. This event is being reported due to medical interventions and medications to prevent or preclude permanent injury or impairment of eye function.